Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable connector damage on the heartmate ii system controller, serial number (B)(6), was confirmed via the provided images. The submitted images captured a broken connector nut on the black power cable. The provided information indicated a system controller was exchanged and will not be returned for analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 12jan2015. The heartmate ii instructions for use was available for use at the time of the event. Section 3 entitled ¿power the system¿, provides instruction on changing power sources including to only hand tighten nuts until secured. The heartmate ii instructions for use, section 2, entitled ¿system operations¿, warns against twisting, kinking, or sharply bending the system controller power cables. Additionally, section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for, maintain, and store the equipment for proper use. The heartmate ii patient handbook which was available for use at the time of the event cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a system controller was exchanged for a patient due to a cable connector defect. The patient did not experience any adverse consequences as a result of the system controller exchange.

Manufacturer narrative:
A2: patient age was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.